Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,e3.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit shut off, on stand by. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse reviewed the logs, but did not find any major faults or failures. The batteries were completed charged upon arrival. The fse functionally tested the unit while on battery without any issues. The fse replaced the batteries (0146-00-0039) as a precaution. The fse performed safety, calibration, and functionality checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit shut off, on stand by. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.